Event description:
It was reported that the patient present in clinic for a scheduled implant procedure, during initial implant the right atrial (ra) lead exhibited no capture. As a resolution the ra lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections were normal with no anomalies found.